Event description:
It was reported that the patient's pump experienced a critical failure and was no longer operable. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.